Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed drawer. The field service engineer has resolved the issue. E1(initial reporter state - (B)(6), initial reporter zip - (B)(6)). The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had failed drawer and stated failed to remain closed when drawer is actually closed. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.